Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to perform the displacement test due to the motor error alarm. They were unable to verify the compromised force sensor system alarm due to the motor error alarm. The audio beep functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 245 mg/dl at the time of incident. The customer stated that pump piston was stuck and reported calling before but not receiving assistance. The customer stated that he performed the self-test but it did not identify any issues. The customer also stated that the pump did not beep. The customer stated that the pump only alerted him for low reservoir and the insulin squirted out. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.